Event description:
Approximately eight months after implant, this patient developed high power and evidence of hemolysis. They had recently increased their intake of vitamin k rich food and ceased warfarin two days prior to the event. Power improved with heparin administration but increased again within twenty-four hours. A pump exchange was subsequently performed and the explanted pump disassembled on-site. Material suspicious for thrombus was seen. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; due to the product being taken apart after explant. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted for 'high power' and evidence of hemolysis. Power improved with heparin administration but power kept increasing within twenty-four hours, therefore a pump exchange was performed. Patient outcome is unknown. The device was not returned to the manufacturer for evaluation as it was disassembled on site, however, review of the manufacturing documentation revealed the device met all internal requirements prior to its release to the field. The reported event could not be confirmed via log files but pictures were provided of the pump after explant indicating thrombus. The root cause cannot be conclusively determined due to no product return but a possible root cause of the reported high power event may be attributed to thrombus formation within the device. However, there are patient, procedural and pharmacological factors that may have contributed to this event the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.